Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record (DHR) for serial number: (B)(6), covering the manufacturing period beginning on 22-dec-2021 to the present date, was conducted. The review confirmed that no manufacturing nonconformance's or production-related failures were identified that correlate with the customer-reported issue. The report of "medstation es (drawer requires maintenance)" was confirmed during fse testing and subsequently confirmed in the dchu inspection process. According to work order: (B)(4), the field service engineer reported that the pmc and the retractor band for aux drawer 4.1 were replaced. The drawer's functionality was then verified through the application. During dchu visual inspection: p/n: 151630-01: the part was received with a broken component (y301). P/n: 353844-01: was received with copper strands in contact with adjacent copper strands. During dchu testing: p/n: 151630-01: no further testing was required due to broken component (y301) found during the external inspection. P/n: 353844-01: the testing from dchu was not necessarily due to the thermal damage observed on copper strands during the visual inspection. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the complaint of "drawer failure" was due to: crossed continuity between adjacent copper strands of the "assy retractor dwr hh cubie" (p/n: 353844-01) which lead to the observed thermal damage and ultimately compromised the drawer's functionality. A faulty "pcba pmc v1.06/v0.09bl hh", p/n: 151630-01 due to a broken component, which prevented the proper functionality of the whole board.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawers 4.1 and 4.2 failed, required maintenance. The customer attempted to reboot the station, but the issue persisted. As per part investigation, it was determined that there was thermal damage observed on the assy retractor dwr hh cubie. There were no adverse events or injuries reported based on this event.